Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed left ventricular assist device (lvad) fault alarms, as well as an electrostatic discharge (esd) events. Controller event log file a1141103 contained data spanning from 11jan2021 at 12:21:51 to 14jan2021 at 12:05:18, per the timestamp. An lvad internal fault alarm was captured beginning on 14jan2021 at 04:25:12 and persisted until the controller was exchanged, which began around 04:33:36. The lvad internal fault alarm was associated with (f59) e2p_crc and (f46) eeprom_communication_error lvad fault flags, as well as e2p_crc, rtc, eeprom, and rtc_sw lvad live info flags. This event was preceded by (f19) com_a_fault, (f20) com_b_fault, and (f17) low_pump_current controller fault flags, which began at 04:25:02, lasted for approximately 2 seconds, and appear consistent with an electrostatic discharge (esd) event. The root cause of the lvad communication issue could not be conclusively determined through this investigation. Controller event log file a1141057 contained relevant data on 14jan2021 spanning from 04:34:27 to 12:00:31, per the timestamp. No other notable ventricular assist device-related alarms were captured in the controller log files. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use and patient handbook provide information regarding electrostatic discharge and warn to avoid activities that could create static electricity. The labeling also explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the safety testing and classification tables of both of these documents. The heartmate 3 lvas patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous lvad fault alarm in (B)(6) was reported under MFR # 2916596-2020-03707. The investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 2916596-2021-00254. It was reported that patient visited the clinic due to a de novo lvad (left ventricular assist device) fault occurrence like in (B)(6) last year. The clinic decided to exchange the controller directly in the outpatient clinic department and the alarm disappeared. The patient had a temporary primary controller since the event in (B)(6) 2020. This controller had the software v1.4.2. After the controller exchange the clinic downloaded log files from before and after the switch of the controllers. The data showed a suspected electrostatic discharge (esd) event in the early hours of event morning and directly afterwards the lvad fault occurred. Also the pump speed dropped to a default speed of 5000. The patient was readmitted for 24 hour observation. Patient was doing fine and no further alarms were displayed.